Manufacturer narrative:
(B)(4). We received a used (approximately fully filled) easypump ii lt 100-50-s without package and connected with a cannula from another manufacturer. Sample was received without the white tube clamp. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the patient connector was connect with a cannula from a other manufacturer (the original wing caps were not handed over by the customer. Further on, we detected no liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connectors (lla-cone). The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected on the sample. The sample does not agree with our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): in one of the samples was installed on (B)(6) 2015 in the patient following the protocol for infusion of medication to 46hs. After this period the patient returned to the clinic to remove the infuser where it was observed that it was not infused medication. Come into contact with the attending physician to report the incident, he requested to leave the infuser for another day the patient. The patient returned the next day and the medication was not done to infuse following the guidance of the doctor, withdrew the infuser. In another sample, the infuser has been installed on the patient (B)(6) 2015, and the attending physician asked to return at the same end of the day to verify that was infusing the medication, but when the patient returned to the clinic found that there was little amount infused or nothing of medicine, thus the infuser is removed from the patient.

Manufacturer narrative:
(B)(4). Statement from our manufacturer: received one piece of used, approximately partially filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Crystallized residue was detected at the filling port. Clamp clip of the returned sample was opened, solution was flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: flow rate test was carried out. Flow rate test result is failed, with mean flow rate of 1.45 ml/hr (-27.66% deviation from nominal flow rate of 2 ml/hr). No abnormally trend was observed from the flow rate pattern. Microbore sub assembly was then dissected from the returned sample and nitrogen flow rate test was performed. Result of nitrogen flow rate: 3.26 ccm within spec. Spec: 3.13 ~ 3.30 ccm the slow flow rate could be possibly contributed by the less elasticity of the pump which already went thru one time infusion and drug was left in the pump for at least 14 days. Conclusion: the slow flow rate complaint is not judgeable. Justification: not judgeable.